Event description:
A worker experienced burning with whitening of the skin on the left thumb while working with items from a completed load an autoclave. There was uncertainty as to whether the burn was from chemical contact or from the steam autoclave. The employee went to the employee health and was evaluated by the burn unit who determined the burn was from chemical contact rather than steam. The contact area was placed in ice and her symptoms resolved within 4 hours. The vaporizer plate was not in place at the time of the event.